Manufacturer narrative:
The product was returned for analysis; the reported complaint could not be verified. The optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Solution was observed on the returned product. The product was returned and damaged was observed. The lens was returned wrapped in gauze inside a biohazard baggie. Product history records were reviewed and all documents indicate the product met release criteria. The root cause could not be determined for exchanged due to incorrect power. Lens damage was observed. While we are unable to determine the root cause of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the condition of the returned sample, the damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A healthcare worker reported that after an intraocular lens (iol) was implanted the patient had an unexpected refractive outcome. The lens was exchanged for another lens of 1.5 diopters different power three weeks after initial implantation. Additional information was requested.